Manufacturer narrative:
Medtronic received the following information from the journal article entitled; surgical site and graft infections in endovascular and open abdominal aortic aneurysm surgery jasper c.m. Langenberg, jan a.j.w. Kluytmans, hans g.w. De groot, gwan h. Ho,1 eelco j. Veen, m.g. Buimer and lijckle van der laan surgical infections (2018) vol 19, 4 doi: 10.1089/sur.2017.302. Age/date of birth: average age. Sex: average gender. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant sent graft systems were implanted in patients for the endovascular treatment for abdominal aortic aneurysms (aaa) between january 2000 and december 2016. The following adverse events were reported: surgical site and stent graft infections, reintervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.